Event description:
Asr revision, asr xl - left, reason(s) for revision: alval / soft tissue reacti...

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place (B)(6) 2012. Hip(s) to be revised: unknown. Type of hip replacement product: unknown. Reason(s) for revision: unknown. Update: added revised hip side, products, amended product and revision date and added reason for revision. Received: september 11th 2012. Asr xl - left. Reason(s) for revision: alval / soft tissue reaction. Update - added kid number, marked as legal, added additional surgeon and hospital, amended surgery date. Taken from (B)(6) email dated 5th sept 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.